Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 : reference manufacturer report: 1627487-2018-02144. It was reported the patient's leads were moved when having a spinal fusion surgery. Since the surgery the patient's scs system was not providing adequate relief. Surgical intervention was taken to replace the leads, during the surgery the doctor was only able to explant 1 of the leads as the other one snapped when trying to pull it out. The doctor decided to leave the other lead in the patient. Reportedly the patient had effective therapy established post-operatively.